Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure. There were no reported product deficiencies. The reported patient effects of angina and fatigue are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects. It should be noted that the IFU states: do not exceed rated burst pressure (rbp) as indicated on product label. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2009, a xience v stent was implanted in a proximal first obtuse marginal coronary artery, and approximately 4 years 2 months later, on (B)(6) 2013, the patients experienced dull chest pains that awoken him from sleep. This progressed to chest pains and arm numbness with exertion. The patient complains of feeling fatigued lately. There was no shortness of breath (sob), nausea or vomiting. The patient was hospitalized on (B)(6) 2013 and fluids were administered. There was no myocardial infarction diagnosis and this was listed as a serious event. The chest pains resolved on (B)(6) 2013 and the patient was discharged on (B)(6) 2013. There was no additional information provided.